Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B) (4) has been completed. The reported problem (blank screen on charger) was confirmed. The battery charger was not functional and would not charge the pt's battery packs. The power brick connector to the charger is damaged. The connector is unable to plug into the charger. The root cause of the damaged connector cannot be positively determined, but is likely caused by excessive force. No adverse event resulted from the intermittent battery charger. The pt received a replacement battery charger.

Event description:
The pt service representative assisting a (B) (6) male pt contacted zoll lifecor customer support service to report that the screen on the pt's charger is blank. The pt was provided with a replacement battery charger.